Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing found a defective dso sensor. The dso sensor and seal were replaced. The cause of the display and button issue was not determined as functional testing was unable to duplicate the reported issue.

Event description:
It was reported that the screen turns off when you click on a button. There was unknown patient involvement.